Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use, and the procedure was continued after transferring the patient to another room. It was reported to philips that system could not emit x-ray. Upon troubleshooting, the philips field service engineer (fse) checked the system logfile onsite and ran filament test which showed test failed: failed both for small and large focus. The fse confirmed the malfunction is tube filament open. The fse replaced x ray tube, but issue persisted. On further troubleshooting, fse found generator device: xsc: request rejected. To resolve the issue fse replaced power inverter (point) certeray. The defective part was sent for analysis, for x-ray tube failure was observed and the failure was found to be tube failed with a blown small filament after intensive usage. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.